Event description:
Reference number (B)(4). Event occurred in slovenia it was reported that the patient fell off event on (B)(6) 2026. The infusion set was in use for two days. No further information available.